Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: this complaint event took place outside of the united states (mexico). Note 2: manufacturer contacted customer in a follow-up call on 28-jul-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 174, 145, 215 and 131 mg/dl. The customer also stated the results were higher than his lab test result; lab test result was not provided. The customer¿s expected am fasting blood glucose test result range is 110-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 269 mg/dl using true metrix meter; customer was not satisfied with the result obtained stating it should not be that high (expected non-fasting blood glucose test result range was not provided). The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/13/2024 and test strips were opened one month ago. The meter memory was reviewed for previous test result history (date/time not set; all results are am fasting): result 1: 174 mg/dl date: (B)(6) time: 03:28 pm fasting am result 2: 145 mg/dl date: (B)(6) time: 03:23 pm fasting am result 3: 215 mg/dl date: (B)(6) time: 06:18 am fasting am result 4: 90 mg/dl date: (B)(6) time: 06:17 am fasting am result 5: 131 mg/dl date: (B)(6) time: 06:12 am fasting am.